Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on posterior side assessed as surgical damage and observed a delamination total of the valve (adhesive failure) additional observations: no other observations observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.